Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital prior to a generator exchange. Upon interrogation, it was observed the patient's right atrial lead had inadequate capture, was under-sensing and was dislodged. The lead was explanted and replaced. The patient was recovering after the procedure.